Manufacturer narrative:
No conclusion code available. Final analysis found burn marks on circuit board.

Event description:
It was reported that the transmitter will not power up after plugging in. The device was returned and exchanged.